Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient injury reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 6mm distal of the proximal markerband and extending approximately 6mm distally across the balloon material. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient injury reported.